Event description:
It was reported that a user of the ilet bionic pancreas with an fsl3+ cgm experienced hyperglycemia, with a highest cgm reading of 224 mg/dl, which the user associated with unannounced snacking prior to contacting support; an earlier statement that the ilet would correct via oral glucose was corrected to indicate that the ilet would address highs via automated correction dosing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed insufficient information and no findings available, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.